Manufacturer narrative:
It was reported that the physician noted the surgery tech had not prepared the cement correctly. Method - device not returned; followed up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level t8. While delivering the cement into the t8 vertebral body, there was a cement leakage that was observed in the canal space. The cement was mixed appropriately, but was not in a viscous state when injected. There were no patient complications reported as a result of this event. No additional information was reported.